Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive. The system operates as intended.

Event description:
The customer reported the hard drive needed to be replaced and that they were having difficulty replacing it. No patient injury was reported.